Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) and sensing integrity counter (sic). In addition, the lead exhibited high/undefined and varying pacing impedances the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2004; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.